Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that the site was not able to perform a 3d scan during their last case. At the end of the procedure after rebooting the system, a 3d scan was possible. Conflicting information was received regarding patient involvement. Additional information received reported that procedure being performed was a spine surgery. The procedure was completed without incident, and navigation and imaging was not aborted. No impact to patient outcome. There was a delay in the surgical procedure of around 10 minutes.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi-500-00152, software version #: 3.1.6; product ID: bi30000111, serial/lot #: unknown, ubd: unknown, UDI#: unknown product ID: bi30000443, serial/lot #: unknown, ubd: unknown, UDI#: unknown product ID: bi71000740, serial/lot #: unknown, ubd: unknown, UDI#: unknown g02004: cable g02008: software g0201402: panel g0201402, g05003: detector panel and image processing g2: this event occurred in spain, see section e. H3, h6: software analysis was performed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.